Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had a signal that the patient programmer (pp) batteries were low and needed to be replaced. Patient stated that she had changed the batteries and it¿s been about two weeks and she did not feel like the device was working at all for her symptoms. Patient turned implant on and said she was feeling stim. Patient noted that this is the first time she could feel stim. Patient confirmed she press the stim on button right away. Patient indicated she had turned implant on before but confirmed she did not have the antenna over her implant when she did previously. She was on program 4 and was at 5.1v and wanted to know if that was ok. Patient wanted to decrease stim because she noted it was a big high at time of the call during troubleshooting. Patient decreased stim to 4.8v and confirmed stim was now comfortable. Patient did not have healthcare provider (hcp). There were no further complications that have been reported as a result of this event.